Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) touch screen was not responsive. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced touch screen, bezel and ac reel due to deterioration. The fse replaced the doppler cord reel due to damage. All functional and safety test were performed.